Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Broken tube holders on top case (counterfeit top case). Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be customer damage resulting in contamination on u29 opti sensor and other places on main board. The following actions were taken replaced main board, also replaced motor assembly, worm gear, leadscrew and clutch halves for preventive measure, as parts were found old, dirty and worn out. Additional repairs included: replaced plunger gear cam, plunger cable, top case, bottom case, right end plate, carriage and extrusion main due to physical damage. Installed left case o-ring, power supply shield, delrin washer and cable guard due to items missing. Device calibrated. Functional and delivery tests all passed after repair.